Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2018-08850, reference MFR. Report: 1627487-2018-08851, reference MFR. Report: 1627487-2018-08853. It was reported (germany) the patient experienced ineffective stimulation. Diagnostics indicated high impedance measurements on one lead. Reprogramming was unsuccessful in resolving the issue. X-ray images indicated the leads had migrated. Surgical intervention was undertaken during which the anchor appeared to not hold the lead in place; although it was in a locked position. One lead was explanted and replaced and the other lead was repositioned. In addition, the physician explanted and replaced the anchors. Stimulation was restored following the procedure.

Event description:
Device 1 of 4 : reference MFR. Report: 1627487-2018-08850 , reference MFR. Report: 1627487-2018-08851 , reference MFR. Report: 1627487-2018-08853.

Event description:
Device 1 of 4 : reference MFR. Report: 1627487-2018-08850 , reference MFR. Report: 1627487-2018-08851 , reference MFR. Report: 1627487-2018-08853.